Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had a recognition issue and was unable to pass detection. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the base. A piece approximately 0.084" x 0.515" was found to be broken off. The broken piece was not returned. The complaint regarding the recognition issue was confirmed by failure analysis.